Event description:
It was reported that the lead was explanted due to a break/fracture and was replaced. There were no patient symptoms or injuries related to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the lead revealed the lead body conductor was broken within 10 cm of the connector area.